Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had to seek medical attention due to hypoglycemia. The patient's blood glucose levels reached <50 mg/dl while wearing the pod longer than 48 hours. The patient stated that they blacked out. The patient was treated with glucose via IV (intravenous), 1/2 sandwich and juice. The patient was released the same day. The pod was worn when seeking medical attention.